Manufacturer narrative:
Visual evaluation of the complaint device found the loop to be broken, and the separated ends were noted to be burnt. A functional analysis could not be performed due to this damage. The complaint was confirmed. The generator output was set at 70 watts; however, the directions for use (dfu) state that ¿the output power setting selected should remain under 50 watts.¿ this excessive power setting subjected the snare wire to excessive current, ultimately causing the loop to break. Based on the labeling review, product analysis, and review of the event description, the most probable root cause for this event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies in the labeling were found.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator small hexagonal snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during preparation, the snare was extended onto a wet gauze on a metal tray, to test the current flow. When the return electrode was attached, an attempt to apply current was made, and the wire in the loop sparked and detached. The device was put to the side and another captivator snare was used to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Correction: it was reported that the generator was set at 70w when testing the snare on the wet gauze.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during preparation, the snare was extended onto a wet gauze on a metal tray, to test the current flow. When the return electrode was attached, an attempt to apply current was made, and the wire in the loop sparked and detached. The device was put to the side and another captivator snare was used to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Physician's name is unknown. (B)(4) for the reported event of loop wire detached. (B)(4) for the reported event of loop wire sparked. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.